Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During evaluation of the device by quality engineering, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to component failure due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device failed assessment due to the device running intermittently, the motor was worn and the coupling head was worn. It was noted in the service order that the device was not working properly and being used with attachment device, coupling devices, coupling devices, casing device and a battery charging device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.